Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence as the device no longer functioned. The aus was explanted and replaced. There were no additional patient complications.